Event description:
An 84 year old female who was in the hospital for care following a cerebral vascular accident (cva) with aphasia, dysphagia and right hemiparesis. A naso-gastric tube in place for two days for feeding and medication administration was removed by the patient. Subsequent attempts to replace the tube were unsuccessful.therefore, a clintec dual port feeding tube placement kit was used to place a tube. The x-ray films taken post insertion to verify placement showed the tube had been inserted through the trachea, into the right bronchus, perforated the lung and was coiled in the pleural space.the patient, who had a do not resuscitate order on the chart, expired approximately 14 hours after the tube was placed.this incident is being reported based on the following information:- the product is inserted using a stylette which increases the risk that a perforation may occur during insertion.- the radiologist on the case states he has seen other occurrences of this type of tube causing a perforation.- the risk of perforation may be significantly higher when inserted in a pateint who is unable to verbalize the fact that the tube has passed through the vocal cords and into the trachea.it is our opinion that the tube placement was not the cause of death. The patient exhibited no signs of respiratory distress. It is possible, however, that the tube placement contributed to the patient's condition and ultimately her death.the use of these tubes in our facility has been suspended pending further review of the case.